Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2024-73544. Related manufacturer report number: 2017865-2024-73546. Related manufacturer report number: 2017865-2024-73547. It was reported that the patient presented for in-clinic follow up with discharge from the incision site of the implantable cardioverter defibrillator (ICD). The patient was found to have a pocket infection and hematoma that had been evacuated two weeks prior. The device, right ventricular, left ventricular, and right atrial leads were explanted. The patient was stable.